Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed going directly to the drainage from the arterial part. Estimated blood loss was 50cc's. Pt did not require any medical intervention and had not adverse effects. Sample has not been returned to the MFR.

Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.